Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
No device information available since no devices were opened or used. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the perm implant procedure patient experienced nausea and vomiting, right after the procedure time out. As a result, the physician decided to postpone the surgery for a later date. No products were used. Patient was stable post procedure.